Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator, indicating that the device buttons are malfunctioning. There was no reported patient involvement. According to the available details, a third-party vendor evaluated the device and performed the repair. The device was reportedly returned to full functionality after the repair was made. However, no further information was provided as to specifically which buttons were malfunctioning or what was done to resolve the issue. The device remains at the customer site, and no further evaluation is warranted at this time. As troubleshooting was not completed by philips, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation into this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The reporting institution name: (B)(6).

Event description:
It was reported to philips that certain buttons on the heartstart xl defibrillator are not working. Additional information has been requested. There was no reported patient involvement.